Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. Performance data collected from the device was analyzed. Patient alert for out of tolerance subthreshold impedance on (B)(4)-2010 02:15:04. Weekly pace lead impedance trend data shows an increase for min and max rv pace=512 to 1072 ohms peak between (B)(4)-2010. Ventricular nst (non-sustained tachycardia) <=140 ms average v-cycle on (B)(4)-2010 in the timeframe between 12:20:41 and 13:14:33.

Event description:
It was reported that the lead integrity alert (lia) was triggered due to increasing/high impedance. The lead also had oversensing, noise, and increasing/high thresholds. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.